Event description:
It was reported by the spouse the patient is deceased. The spouse questioned why the "defibrillator did not go off." The patient had been hospitalized and within fifteen minutes of arriving home, expired. It was learned the patient died of heart failure. Additional information regarding the circumstances of the death was requested but not received. No other information is known at this time.

Event description:
Additional information received revealed the death was not arrhythmic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.